Event description:
The customer reported that the monitor cart exhibited a loss of functionality and the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was evaluated and the inverter was identified as being at fault. The customer refused further service intervention. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.